Event description:
It was reported the pt experienced a return of symptoms on the right side. The hcp checked the device and found the devices had turned on and off without the pt intervention. Telemetry reported the right and left sides had turned on/off 31 and 79 times, respectively. The pt reported the malfunction had not happened previously as she "always turns her ipg off." No outcome was reported. Please see MFR. Report # 3004209178-2008-05989.